Event description:
It was reported that the patient heard a beeping and went to the emergency room. The device was interrogated and the right ventricular lead impedance was greater than 3000 ohms. There is an apparent fracture and non-sustained ventricular tachycardia episodes showing noise. The patient was transferred to another hospital. Follow up revealed the lead was revised. No patient complications were reported as a result of this event.

Manufacturer narrative:
Product event summary: (B)(4) the partial lead was returned in segments, was analyzed and the distal conductor was fractured. It was noted the distal electrode was pulled/stretched/overstressed, the outer tubing overlay was breached, there was blood in/on the distal electrode, there was blood in/on the overlay tubing and the outer insulation had cosmetic depression. Performance data of the lead was reviewed and noted right ventricular oversensing, an out of range high impedance and oversensing with non-physiologic/ short interval counts. (B)(6). (B)(4).

Event description:
It was reported that the patient heard a beeping and went to the emergency room. The device was interrogated and the right ventricular lead impedance was greater than 3000 ohms. There is an apparent fracture and non-sustained ventricular tachycardia episodes showing noise. The patient was transferred to another hospital. Follow up revealed the lead was revised. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
Evaluation summary: (B)(4): there was a save to disk review of the associated device and the results are as follows. There is high impedance for out of tolerance sub threshold on 24spe2012. The daily pace lead impedance data shows an abrupt increase in impedance from 437-4047 ohms between 23sep2012 and 25sep2012. There was interference/noise seen by a ventricular short interval count of 58.3 avg/day between 21sep2012 - 25sep2012. In addition there was oversensing with fifteen ventricular non-sustained tachycardia episodes less than or equal to 190 ms on 24sep2012. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.